Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the investigation results captured under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary captured under h10. Correction (g1) - contact office address: (B)(6). Returned sample evaluation: photo received confirm the defect reported by customer. No unused return sample was received for evaluation. Related event conclusion: based on the manufacturing process review, interviews to the personnel of the line and the expertise of the triage team, the most probable cause of the problem was identified using 5 why¿s tool: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. The investigation associated with related event was approved and complete. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 14 of 16. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The daughter of end user reported that 16 wafers from 4 market units had an off centered wafer hole prior to use. The end user visually inspected the wafers and did not use the affected wafers. A photograph depicting the issue was received from the complainant.